Manufacturer narrative:
The device was returned for analysis. The malposition was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the successful deployment and knot formation, it is likely either device positioning due to anatomical interference of the device and/or friable vessel contributed to the reported difficulties. The suture not captured would prevent normal movement of the knot and the release from the suture bearing, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a stent implant endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Reportedly post procedure, it was noted that the pre-placed suture of the first prostyle device was not fixed in the artery but in the tissue around the vessel. A third prostyle device was deployed. Hemostasis was achieved with the suture of the second and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.